Event description:
It was reported that a malfunction occurred on the pump, with no notable events preceding it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, which was within the normal range. Technical support provided guidance on resetting the pump, which resolved the malfunction, and advised the customer to continue using the pump and to contact them if any further issues arise. No additional actions were taken, and the customer was advised on potential renewal options but declined further discussion.